Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low ventricular impedance/resistance was indicated. The right ventricular pace impedance measurement was typically in the 300 - 400 ohm range with the exception of occasional lower impedance measurements. These ranged from 54 - 288 ohms. Interference/noise was indicated. The lifetime ventricular sensing integrity counter is 15604. These counts have been at a roughly consistent rate. A high value of this count can indicate a possible intermittency in the system. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv lead impedance appears to be unstable starting the week of (B)(6) 2009. Average v-sic (short interval count) of 81.6 per day between (B)(6) 2010 and (B)(6) 2010. Elevated sic counts can be an indication of noise. Four nst (non-sustained tachycardia) sensed events of less than 220ms, between (B)(6) 2010 and (B)(6) 2010.

Event description:
It was reported that the device indicated greater than 8000 short v-v intervals. A lead warning was also noted. It was also reported that, upon review of lead impedance data, there were several instances where the minimum lead impedance was below 200 ohms. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low ventricular impedance/resistance was indicated. The right ventricular pace impedance measurement was typically in the 300 - 400 ohm range with the exception of occasional lower impedance measurements. These ranged from 54 - 288 ohms. Interference/noise was indicated. The lifetime ventricular sensing integrity counter is 15604. These counts have been at a roughly consistent rate. A high value of this count can indicate a possible intermittency in the system.